Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture. X-ray revealed that the lead tip was in normal position. The patient would be monitored.